Event description:
Shockwave coronary intravascular lithotripsy catheter was inflated into coronary artery; determined the balloon had ruptured while in coronary artery as evidenced by blood return from catheter as well as inability of balloon to hold pressure. Possibly due to contact with coronary calcium. Catheter removed from coronary artery.